Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At a later date, a non boston scientific left ventricular assist device (lvad) was implanted and the the presenting markers for the patients rhythm were marked as noise. Technical services (ts) was consulted and discussed how this meant the patients rhythm was undersensed and how therapy delivery could be compromised as a result so the patient could be potentially unprotected. Ts recommended examining the other available sensing vectors and further in clinic examination. This device remains in service. No adverse patient effects were reported.